Event description:
It was reported that the ventricular assist device (vad) patient needed a controller exchange due to a depleted internal battery.  During the controller exchange, the vad coordinator had disabled the vad stop alarm on the monitor and had the controller connected to power and the monitor.  Initially, after the controller exchange the vad did not restart. The vad started once the coordinator initiated the vad through the monitor. The controller was removed from service and the vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: expiration date: 31-aug-2023 / serial#: (B)(6), h4: mfg date: 01-aug-22; d1: controller d4: model#: mcs1421cn / catalog#: mcs1421cn / expiration date: 31-oct-2026 / serial#: (B)(6), h4: mfg date: 17-oct-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no loss of power, and that power was connected, but the controller needed to be started through the monitor, and the vad started without any issues.